Event description:
It was further reported that the increase in seizures was at pre-vns levels. Per the physician, the cause of the increased seizures was patient physiology and low battery as the "clinical experience was different." Per the physician, patient condition could be contributing to the increase in seizures as the patient has a "natural history of epilepsy and underlying hypomelanosis of ito." It was reported that intervention in the form of medication adjustments, wearing helmet, and vns battery replacement were taken. These interventions are specified to be due to preclude death or serious injury. The cause of the magnet not aborting seizures is unknown. It is unknown if the magnet counter increases during interrogation. Per the physician, the magnet is functioning properly and is of functional strength, and has been verified to activate magnet mode stimulation. No error messages were seen when running diagnostics.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions" . These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient has been having uncontrollable seizures and the magnet has not been effective. No other relevant information has been received to date. No surgical intervention has been reported to date.

Event description:
Additional information was received that the patient underwent a battery replacement due to battery depletion. The suspect device has not been received by manufacturer to date.

Manufacturer narrative:
H3: code 02, device is currently undergoing product analysis.

Event description:
It was further reported that the suspect device has been received and is undergoing product analysis.

Event description:
Product analysis was approved for the suspect device. An interrogation, a system diagnostic test, wandcomm diagnostic were run. Output signal was monitored for more than 24 hours, and a comprehensive automated electrical evaluation (shows an ifi=no condition) and a battery life calculation were performed. No anomalies were seen, and the device performed according to functional specifications. Pa worksheet was reviewed and reflects report above. Wandcomm data reviewed, and no anomalies were seen.